Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainer, patient has experienced the inside upper retainer edge pushing on their gums and causing them to be inflamed and to recede. The area that is sore is on the upper teeth only, inner gum line medial to the last 4 molars bilaterally. The left side is slightly worse than right.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.